Event description:
Complainant alleged that the device displayed a "bridge test failed" message. There was no indication from the complainant that there was any patient involvement in the reported malfunction.